Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the most likely cause of the reported balloon loss of pressure was calcium or stent within the vicinity of the access site. It was reported that the device was pulled back through the stent. Pvd or the presence of stent at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure. It should be noted that per the mynxgrip instructions for use (IFU), "the safety and effectiveness of mynx vascualar closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site and patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery." In addition, it was reported that the device was deployed in a periphery vessel less than 5 mm. Per the mynxgrip IFU, "the safety and effectiveness of mynxgrip vascular closure device have not been established in the following patient populations: pediatric patients or others with small common femoral arteries (less than 5 mm in diameter)". The probable cause for the reported occlusion was calcific or plaque material that was dislodged during the closure procedure. It was determined that the embolic material was dense and radiopaque. A review of the lhr was not possible as the lot number was not provided. UDI number: note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: iliac stent placement proximal to the arteriotomy approximately 3 cm. 50/50 contrast under fluoroscopy during pullback through the stent. The physician wasn't sure that he hit a second bump, so he pulled a little stronger and had either a balloon pull through or balloon loss of pressure event, didn't look at the balloon. Protamine was given to reverse the heparin and held manual compression for 20 minutes. While in the recovery area, approximately 30 minutes post hemostasis, the patient had a blue foot in the right leg (ipsilateral to access). The patient was returned to the interventional room and was accessed from the contralateral side. It was subsequently determined that the patient had an embolic occlusion of the mid femoral-popliteal graft. During the initial manipulation of the emobolic area, the embolus migrated distally to trifurcation of popliteal artery. After an attempt to aspirate, balloon angioplasty and using another manufacturer's device, the embolus was stented against the wall of the artery. The physician was concerned that the embolus was a mynx vascular closure device sealant or a balloon material. Upon examination of the angiograms, both before and after resolution of the situation, it was determined that the emobolic material was dense and radiopaque, indicating calcific or plaque material that was somehow dislodged during the balloon pullout or manual compression. The patient was hospitalized for observation and discharged the next day with no further issues. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). There was no resistance during pullback. Procedure type: intervention periphery vessel size: less than 5 mm sheath size: 6f stick location: medium.